Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion test and prime test due to loose drive support disk. The insulin pump received with minor scratches on display window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer's current blood glucose reading is 435 mg/dl and has treated with a manual injection. The drive support cap was also noted to be sticking out. Nothing further was reported.